Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was no longer connecting to the implantable neurostimulator, and when a connection was eventually achieved it was lost within 2 seconds. A replacement recharger was sent. Additional information was received reporting that they continue to have the same issue with the new wireless recharger (wr). After searching for a while, it finds the ins before disconnecting again. They were referred to the hcp as it seemed like the ins is too deep for the wr to find and hold connection.